Event description:
Baxter (B)(4) received a report that one (1) infusor was discovered with the tubing cut near the luer adaptor. It was found when the pouch was opened. There was no patient involvement and no patient injury and medical intervention. The actual sample is available. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of cut on the tubing was confirmed. Visual examination of the unit noted that surface of the cut on the delivery tubing was smooth (rather than jagged). The root cause was operator error during the 100% leak testing process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators on 04 november 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.